Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.149g / 10 pieces. There are 2 occurrences reported in the past 12 months. Eighty pieces of samples were returned for investigation in apr 2021. There is no obvious lint falling from the surface of the towel. Suction test was conducted and the linting testing data is 1.32g/80 pieces, which is within the specification (=0.38g/10pieces). According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cah to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). D. In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined. Cardinal health will continue monitoring customer complaints for trends.

Manufacturer narrative:
From the device history record, lot number 200526-15-sh was finished on 06/17/2020. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.149g / 10 pieces. No sample was returned for investigation, only photos were provided. Lint was found on the glove and the surface of the object. From the investigation, there is no abnormal situation which occurred in production and in device history record. Therefore, the root cause could not be determined for this case. The complaint information was informed to the relevant personnel for their awareness. There is no action taken at this time, however, cardinal health will continue to monitor the trend of this type of incident. Photos were provided. Lint was found on the glove and the surface of the object. 80 pieces of samples were returned for investigation. There is no obvious lint falling from the surface of the towel. Suction test was conducted and the linting testing data is 1.28g/80 pieces, which is within the specification (=0.38g/10pieces). According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cah to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process b. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). D. In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Manufacturer narrative:
From the device history record, lot number 200526-15-sh was finished on 06/17/2020. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.149g / 10 pieces. No sample was returned for investigation, only photos were provided. Lint was found on the glove and the surface of the object. From the investigation, there is no abnormal situation which occurred in production and in device history record. Therefore, the root cause could not be determined for this case. The complaint information was informed to the relevant personnel for their awareness. There is no action taken at this time, however, (B)(4) will continue to monitor the trend of this type of incident. According to supplier, operating room towel is made of cotton, so cotton fiber is born. Supplier continuously working with cah to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). Products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information from the customer they reportedly found lint coming from towels 28700-002x during the procedure.